Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device indicated that the battery needs to be checked. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that the device's battery passed inspection. The fse recommended to test the battery once per year during preventative maintenance. The customer was further informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is expired and needs to be replaced. There was no reported patient impact or injury.